Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, while pushing a pod coil through the lantern, the pod coil unintentionally detached inside the lantern. It was reported that a slight bend was observed on the pusher assembly of the pod coil. Upon straightening the bend, the pod coil was detached inadvertently. Therefore, the lantern containing the detached pod coil was removed, and the pod coil was flushed out. The procedure was completed using eight ruby coils and the same lantern. There was no report of an adverse effect to the patient.